Manufacturer narrative:
Testing procedures with prism hcv reagent lot 45613li00 could not be performed as the lot expired on 20 june 2015. No returns were made available from the customer site. No non-conformances for this assay were identified. Review of the abbott prism analyzer, list 06a336-10, serial (B)(4), service history was performed. No issues related to instrument operations were identified that could have contributed to the issue under evaluation. Analyzer performance is acceptable. The abbott prism hcv assay package insert and the abbott prism operations manual contain information to address the customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest a systemic issue or product deficiency exists. This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. (B)(6).

Event description:
On july 27, 2017 abbott laboratories baltics received an initial user report sent by (B)(6) to their competent authority and manufacturer (abbott) about potentially (B)(6) prism anti- hcv result when compared to the roche cobas (B)(6) result. This was a retrospective report submitted by (B)(6) after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following information was provided: (B)(6). No blood products were distributed from this donation. No further information is available. During a retrospective investigation performed by (B)(6), archived sample (B)(6) of the aforementioned blood donor was pulled from storage and retested on the roche cobas system on (B)(6) 2017 and generated a (B)(6) result (B)(6). This sample generated (B)(6) results when tested on both the abbott prism (reagent lot # 45613li00) and nat system on (B)(6) 2015. This sample (B)(6) was then sent to (B)(6) for confirmatory testing (pending). Information on whether any blood products from the donation on (B)(6) 2015 were not provided. This data was received post de-installation of the abbott prism analyzer. The data is associated with the testing of archived samples. Samples that originally tested (B)(6) by prism were stored. The samples have subsequently been pulled and tested by (B)(6) using roche and by (B)(6) using various alternate (B)(6) methods, including architect. This testing is being performed as part of a study by (B)(6) due to performance differences they are experiencing between roche (current method) and prism (past method) for (B)(6). None of the results, whether by (B)(6) roche testing or (B)(6) architect testing, are being used for donor management. Confirmatory testing was completed for sample (B)(6). The date of testing was not provided by the customer. The following results were recorded: (B)(6). No further information was provided by the customer.